Event description:
During the routine follow-up of the device involved in this report, tests were performed and saved after embedded software upgrade. The report was saved and printed, but tests values were empty in the printouts.

Manufacturer narrative:
(B) (4), since the device remains implanted, the programmer files were reviewed. Conclusion: the reported behavior can be explained considering 2 different situations: during the device interrogation: only one test result was saved in implant memory (after the embedded software upgrade that erased all previous values). Therefore, only this value could be printed. Most probably, the user thought more values had been saved, and he was confused to find an almost empty report. Behavior was normal in this case. Reviewing loaded patient file created manually after the embedded software upgrade: the implant internal clock was not saved before reset, resulting in an inconsistent time reference being used for some of the recorded information, including tests values. They are not displayed because, they are considered to be wrong.